Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 08/30/2011 and 09/21/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer's wife reported that following intraocular lens (iol) implant surgery, her husband has blurred distance vision and is seeing a black ring when he looks to the left with his right eye. She stated the surgeon informed her husband that the "black ring" is a reflection of the lens, which should go away as the eye heals. She reported her husband is very unhappy because he was told his distance vision would be good after the surgery, but it is not. The consumer's wife further reported that the surgeon told them there are no plans for intervention, other than eyeglasses for distance, as the near vision is good. Additional information has been requested.